Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) despite multiple different positions being tested. The physician also used a different pacemaker system analyzer (psa), but the impedance remained out of range. The rv lead was exchanged to resolve the event and the patient was stable with no adverse consequences.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Testing was completed to assess lead electrical performance and inner/outer insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing was unable to reproduce the reported clinical observations and detailed analysis did not reveal any abnormalities. Laboratory analysis did not identify any lead characteristics that would have caused or contributed to the reported clinical observations.

Event description:
It was reported that during the implant procedure, the right ventricular (rv) lead exhibited high, out of range pacing impedance measurements (>2000 ohms) despite multiple different positions being tested. The physician also used a different pacemaker system analyzer (psa), but the impedance remained out of range. The rv lead was exchanged to resolve the event and the patient was stable with no adverse consequences. The lead was received for analysis.